Event description:
It was reported that the patient¿s catheter cracked after six months of implant. The patient had a revision surgery to replace the catheter lines. This device system delivered baclofen. It was further reported that in 2009 when this catheter was cracked it was repaired and not replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the onset of the event was (B)(6)2009. The location of the crack in the catheter was at the spinous process. The spinal portion of the catheter was replaced and the new portion was spliced to the existing pump portion. It was noted that an x-ray was performed on (B)(6) 2009. The patient had experienced an increase in spasticity and an increase in seizures. Following the event, the patient obtained better control of spasticity and achieved effective therapy.